Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently stopped charging when plugged into a power source. Additionally, the customer reported that the touch screen display intermittently timed out too soon. The customer indicated that blood glucose level was not impacted. Customer declined troubleshooting for these issues and declined to provide further information.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified; however, no failure was identified related to the touch screen issue.